Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one marquee disposable core biopsy instrument was received for evaluation. Upon visual evaluation the sample appeared to have residue throughout and the device was half-energized revealing the sample notch. A slight bend was observed to the cannula. No other visual anomalies were noted to the device. Functional testing was not performed, due to the condition the sample was received. Therefore, the investigation for the reported needle bent is confirmed as the slight bend was observed to the cannula. However, the investigation for the reported difficult to remove remains inconclusive as the functional testing was not performed, due to the condition the sample was received. A definitive root cause for the alleged needle bent and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 01/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the inner notch of the needle of the biopsy was allegedly bent when it entered and the cutting was not done until the end. It was further reported that the needle was pulled out with force upon removal. The procedure was completed using another device. There was no reported patient injury.